Event description:
Urinary (foley) catheter not draining. Unable to deflate balloon despite multiple attempts and techniques; e.g. Used small syringes pulling back on syringe to draw back fluid, also cut port to let fluid/air out. Balloon still inflated.